Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The threads of the battery cap are allegedly stripped and the battery compartment cracked. The battery cap was reportedly replaced one-to-three months prior. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There is no indication the alleged product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The battery compartment was cracked from the threads to the case seal, and missing a fragment on the side of the grip pad. The returned battery cap was missing a spring and was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery was used during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The returned battery cap spring was missing and was unable to maintain an electrical connection with a test pump.